Event description:
Medtronic received information that during the implant procedure of this 25mm mitral bioprosthetic valve, it was reported that once the valve was mounted on the handle, it was discovered that the cinch mechanism was not working correctly as the valve stents couldnot be deflected during cinching and this was preventing the valve from entering the ventricle. A 27mm valve of the same model was implanted instead. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve holder was received attached to the valve with one suture tip exposed. The valve holder appeared intact; there was no evidence of damage on the valve holder. A model 7639 valve handle was rotated clockwise into the threaded opening of the holder; no anomalies were noted. The valve holder was removed from the valve for further observations; one suture was cut during analysis. The rotor was removed from the holder for further observation. The sutures around the rotor were curled suggestive of a suture wound during the cinching of the valve. Under magnification, all tips of the sutures were broken rather than cut. Necking or reduction in diameter is noted adjacent to the break. The broken surface of these suture tips is consistent with historical events that indicate the valve holder was over-ratcheted. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.